Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with lead noise in their ventricular lead. The noise was noted to be reproducible. The lead would be monitored. No patient symptoms were reported.